Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board (pmb) was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6). H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board (pmb) was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).